Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received while changing the infusion set. The customer's blood glucose reading was 400 mg/dl at the time of incident. The customer indicated that they have tried all remedies to correct the problem but changing the set and using different cannulas does not work. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.